Event description:
It was reported that since the pump implant there was a small area at the pump pocket that had not healed and the catheter was exposed. On the date of the report the physician revised the area, a culture was taken and the patient was given IV ancef. Follow-up reported no infection present and that the patient was doing better. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 8590-1 lot# n324832 serial# implanted: 2012-(B)(6) explanted: product typ accessory. (B)(4).

Manufacturer narrative:
(B)(4).